Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a battery out limit. The patient's blood glucose at the time of incident was 300 mg/dl. The customer does not recall any significant events leading to the battery issues. Troubleshooting was initiated for the battery out limit alarm as the pump was alarming during the call, but after a battery change the alarm was unable to be cleared due to a sudden button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.